Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was unable to be conducted as product was lost post receipt. Please refer to ca-06103. Review of the certs identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification. A DHR review was not conducted as zimmer lot number is for labeling/ packaging purposes only and complaint is not related to labeling / packaging issues. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill tip broke during drilling. Attempts have been made and additional information on the reported event is unavailable at this time.